Manufacturer narrative:
Physio-control received information that the patient did not survive the event.physio-control performed a clinical review of the event and determined that the device use may have contributed to the death of the patient. Additionally, it was observed that the defibrillation therapy cable used during the event was approximately 12 years old.

Event description:
It was reported to physio-control that the customer¿s device would prompt 'connect cable' when an ambulance crew tried to administer a defibrillation shock to a patient who had collapsed. The crew placed the defibrillator pads on the patient¿s chest and the therapy cable was connected to the device. When it was observed that the patient was in ventricular fibrillation, the crew pressed the charge button but the device prompted ¿connect cable¿. The device was turned off and back on however, the device kept prompting ¿connect cable¿. The paramedic requested back-up which was provided by the fire brigade who arrived and then used their AED with success. The customer reported that they found the therapy cable to be the cause of the issue due to a broken pin in the therapy cable's connector plug. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
Physio-control evaluated the device. It was observed that the therapy cable's connector plug was missing one pin. With a proven functional therapy cable, proper device operation was observed through functional and performance testing. The customer was advised to purchase a new therapy cable.